Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but unavailable: can you confirm whether or not the completion of the case was done via as an open procedure due to the event that occurred with the device? Or was the case being completed via an open procedure as it was expected to be completed in this manner?

Event description:
It was reported that during a laparoscopic revision, sleeve gastrectomy to roux-en-y procedure, on the first firing for creation of the pouch malformed staples were noted on the cut line side of the staple line. Affected portion excised during open completion of the case. There were no adverse consequences for the patient.